Event description:
In 2005 an infusion of 100mls of saline solution or ringer's loctate was programmed at a rate of 999mls/hr. With in the hour the pump went into infusion complete alarm but the bag was still full. There was no pt injury. The infusion was restarted to administer the solution the pt did not receive.